Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported a patient had been hospilised while wearing a pod. The patient reports while wearing a pod the adhesive had failed to adhere and the cannula had become dislodged at the pod infusion site. No further information is available as to this event.